Manufacturer narrative:
This supplemental report is being submitted to provide service history records (shr), unique device identifier (UDI) number and investigation conclusion. The device was a loaner return with no problems reported. Physical evaluation of the received device found that the transducer receptacle was damaged and misaligned with broken pins. Minor scratches on the housing and front panel were also observed. The device had been previously serviced by olympus therefore a service history review will replace the device history records (DHR) review. This device is a loan device and has undergone multiple inspections as being asset returns. This device was previously inspected by olympus on june 17, 2020. At that time of the service , minor scratches on the housing were observed. The unit passed functional test, output test and electrical safety test. Damage to the receptacle is often incurred as a result of user error, often the user does not realize all connections are push/pull and instead the plug is twisted upon connection or removal. This action results in damage to the pins internal to the socket and may crack or damage the housing. As stated on the IFU (instruction for use) the user manual states: connect the transducer to the generator by pressing the plug straight in. Caution do not twist or turn the plug. Connect the transducer to the generator by aligning the key way of the transducer connector with the key way slot on the transducer receptacle on the front panel. Push straight in. Caution do not twist or turn the plug. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device evaluation found a broken pins, and misaligned transducer receptacle. In addition, minor scratches on the housing and front panel were observed. The identified parts were replaced , device was repaired. Once completed, the device was tested, passed all required testing, and specifications. Based on evaluation findings, root cause of the damages found likely attributed to users handling and or maintenance issue. If additional information becomes available, a supplemental report will be filed. This MDR is being submitted retrospectively as part of a remediation effort related to the recent system, and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required reporting.

Event description:
It was reported that during an asset return inspection the device was observed with broken pins, and a misaligned transducer receptacle was determined. There was no patient involvement on this event reported. No user injury reported.